Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure. Patient was discharged shortly after procedure with no known complications. Explanted device was disposed as per facility protocol.